Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 91 mg/dl. The customer states the screen has a black line underneath the glass and the screen isn't displaying anything. Troubleshooting was performed for damage and noticed the customer was unable to read the screen and the pump was not working as designed. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform any testing due to cracked and bleeding lcd glass.